Event description:
Patient's representative further reported periprosthetic fluid collection diagnosed by ultrasound. Explant surgery confirmed, silicone leaking with lymph node involvement.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, h.6.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "silicone leakage".

Event description:
Patient's representative reports a rupture with silicone leakage. The device has been explanted. This relates to the right side.